Event description:
During treatment of an in-stent restenosed lesion, a cutting balloon catheter was inflated to 6 atmospheres when the balloon ruptured, potentially causing a dissection of the left main. Pt went to surgery for emergent CABG. Pt at time of report was in stable condition.